Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the unit. The fse evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the display assembly, and performed full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in (B)(4).

Event description:
It was reported that during a routine check of the cardiosave intra-aortic balloon pump (iabp), the customer found a red vertical line in the display. This did not affect the operation of the pump or the visibility of the information on the screen. There was no patient involvement, and no adverse event reported.